Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. Of these, 10 sample were evaluated via functional testing and no issues were observed relating to draw volume/overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfilled. This is the 1st of 2 reports. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubes are overflowing. Customer confirmed issue occurred the morning of (B)(6)2023, but seems to have happened before. After discussing appropriate fill volume with customer, they state tube may have not been overfilled.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had overfilled. This is the 1st of 2 reports. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubes are overflowing. Customer confirmed issue occurred the morning on (B)(6) 23, but seems to have happened before. After discussing appropriate fill volume with customer, they state tube may have not been overfilled.